Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02882. It was reported that after the patient had experienced numerous falls their leads had both migrated. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.